Manufacturer narrative:
The reported issue is associated with a known advisory related to the potential for medtronic programmer, and remote monitoring software applications to display an inaccurate remaining longevity estimate. A recall number is not available in this instance. This report is being submitted as part of a retrospective review associated with the cfx longevity estimator software error advisory (report/FDA recall number 2182208-10-02-2019-004-c). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected longevity estimate due to a remote monitoring network software estimator error. The correct calculation was provided. No patient complications have been reported as a result of this event.